Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the reservoir was occluded. Troubleshooting was done. Customer was not able to fill the tubing manually. Customer stated no delivery alarm again during manual prime. No further info provided.